Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/31/2017 with the following findings: cs 078-0008 alarms (motor rewind error) were confirmed in the black box. The alarms were replicated consistently during the investigation. A battery compartment crack was observed along the side of the pump. The pump was opened to inspect the motor-related components. Investigators observed excessive moisture at the j5 motor connector, vibratory motor contacts, and throughout the interior of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.